Event description:
Hospital personnel were attempting to externally pace a bradycardiac pt. The operator stated the device displayed some type of pager fault message and would not pace, however when questioned further, was uncertain what the exact message was. The pt was taken to surgery and an internal pacemaker was implanted, however expired later in the intensive care unit. The reporter stated that although the alleged malfunction delayed treatment, it did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.